Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider and a consumer regarding a patient who was receiving infumorph 25 mg/ml; 3.465 mg/day via an implantable pump for non-malignant pain. The start date was (B)(6) /2015 and the end date was (B)(6) 2015. The event date was (B)(6) 2015. Medications the patient was taking at the time of the event include calcium +vitamin d, vitamin d3, reclast, vitamin b12, oxycodone / apap. Medical history was hammertoe (both feet, multiple toes) osteoporosis, dry eye (bilateral post cataract surgery), chronic back pain, tachycardia, an allergy to adhesive and no known drug allergies. Surgical history includes hysterectomy, hammertoe repair bilateral feet multi toes, lap cholecystectomy, c section classic x 3 tonsillectomy, back surgery x3, cataract removal bilateral, appendectomy, gastric bypass mason shunt, foot surgery 5th toe arthroplasty flexor tenotomy 4th toe capsulotomy. Current medication were calcium citrate-vitamin d2 cholecalciferol (vitamin d3), clindamycin (cleocin) fevit b compb12 liver proc(iron b12 vitamins), hydrocodone acetaminophen 5-325, propylene glycol/peg 400, zoledronic acid in mannitol and water (reclast), it was reported the patient experienced infection symptoms which started approximately (B)(6) 2015. The infection was postoperative without an identifiable cause. The tubing was crimpled and infected and the area of the pump was really infected. The clinical impression was superficial incisional surgical site infection. The patient experienced drainage from the incision and presented to the emergency department on (B)(6) 2015. The patient presented with a surgical site infection for one week. Over the past week the patient had noticed erythema and some purulent appearing discharge from the abdominal incision. The patient had localized pain over the area of erythema and had noticed associated fatigue and headache. The patient did not have fever chills or sweats, nausea or vomiting. The patient had abdominal pain over the infected surgical site. Inspection of the incision right side of abdomen at level of umbilicus revealed a healing incision with surrounding erythema and induration. The erythema was approximately 12 x4 cm. There were two small areas where the wound edges were not completely approximated, minimal amount purulent appearing discharge cultured. The area was tender over the erythema. The incision on lower back was inspected and appeared to be healing with no erythema, warmth, tenderness or discharge. The patient was given clindamycin 600 mg intravenous and oral norco was given with symptomatic relief. The patient was to return to the emergency department the next day for a wound check. Wound cultures were performed and were resulted on (B)(6) 2015. The results were rare mixed staphylococcus. The patient was advised to contact the surgeon and inform them of the symptoms. The entire system was removed on (B)(6) 2015. Right after the surgery to remove the implanted system spinal fluid was gushing out. The patient h ad another surgery on (B)(6) 2015 for that issue and indicated that the hcp didn't get enough stitched out". After the device was explanted the patient developed a cerebrospinal spinal fluid leak from the catheter track site which was from the catheter being explanted. It was repaired during a second surgery. Intravenous antibiotics were administered. The patient was discharged from the hospital on (B)(6) 2015. A healthcare nurse went to her house twice a day for six weeks for intravenous (IV) antibiotics. The patient finished the treatment the first week of october. The infection was resolved. The patient planned to return to her work which was part time. (See manufacture report # 3004209178-2015-09736 regarding catheter revision).